Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there is sensor anomaly. Customer's blood glucose at time of incident was 120 mg/dl. Customer stated that the electrode is missing and there is only about a centimeter showing. Customer stated that after looking at the sensor the patient reported that the sensor cannula is intact. Customer was advised that we sending a replacement sensor and canister.

Manufacturer narrative:
Found sensor cannula broken with missing broken part see attached file for details. Unable to confirm customer received sensor damage due to customer returned opened/used.